Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was unable to power up. The cause of the inability to power on was isolated to a defective power brick. The root cause of the defective power brick was unable to be positively identified. The root cause of the defective power brick was unable to be positively identified. No adverse event resulted from the defective battery charger/modem's power supply. The last patient to use this battery charger/modem did not report any deficiencies.